Event description:
Boston scientific received information that this lead displayed high pacing impedances, oversensing, loss of capture and inhibition of pacing. Under fluoroscopy the lead was noted to have fractured; lead body and insulation damage was also noted. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.